Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rippling, capsular contracture¿ baker grade not specified.

Event description:
Healthcare professional reported right side removal was noted as removal was noted as ¿rippling, cap con¿ baker grade not specified. Manufacturer of the device was unknown . The device has been explanted.